Event description:
It was reported that the patient presented in backup vvi. Review of the device memory revealed -00- for cell impedance values. The battery data on (B)(6) 2011 was 2.74 v, 8 ua and 4.7 kohms. Device replacement was planned. The patient was pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.